Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the hospital did not suspect burns with the patient, but skin peeled off when the return electrode was peeled off against a patient with weak skin. The clinical engineer found that the connector of the return electrode was loose. The generator was sent to tsc. The return electrode was peeled off strongly, therefore, the tissue was damaged.